Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium, or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty, and the transcatheter aortic valve replacement (thv) procedure. A procedural or post procedural bleed/ hemorrhage without an obvious source of bleeding is a rare but potentially life-threatening complication of coronary/cardiac interventional procedures and tends to occur more frequently in the presence of more aggressive anticoagulation regimens. Possible sources include puncture of the femoral artery above the inguinal ligament and above the inferior epigastric artery, allowing the resultant bleeding to extend into the retroperitoneal space, or inadvertent trauma or perforation of the annular structure or ventricles during the procedure. This type of bleeding may not be recognized until the post procedural period. Edwards extensively trains physicians before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Based on the report, procedural factor (sheath was not fixed correctly and migrated, causing the blood leaking through the gap) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The investigation that was previously submitted remains accurate with no further changes.

Event description:
As reported from our japanese affiliates, during the transaortic tavr procedure for a 26mm sapien 3 valve, hemorrhagic shock was observed. The distance between the puncture point to the annulus was 61mm by CT. After the pre-dilation, the delivery system was inserted. After the valve was implanted, hypotension was observed. There were no annular ruptures or coronary obstructions. The echo revealed that the wall motion was normal and suicide lv was suspected. Fluid transfusion and blood transfusion were started. After 5 minutes, the blood pressure was still in the 40's mmhg. At this point, access site was not under watch. As the hypotension was prolonged, and amount of bleeding was increasing and dislodging of the sheath was suspected. The sheath insertion depth was adjusted and percutaneous cardiopulmonary support (pcps) was implemented. The blood suctioned during the procedure was more than 1,350ml (as some of the blood was spilled on the floor or spattered onto the operator's clothes, actual blood loss volume could not be determined). Total blood transfusion volume was (B)(4). Units of rbc and (B)(4). Units of ffp. The operators reviewed the procedural recordings and was concluded that the sheath was dislodged at the puncture site during the period between pre-dilation and valve implantation. Blood was leaking from the gap between the sheath and punctured site and this bleeding caused the hemorrhagic shock. The lv was small with sigmoid septum. The high risk of suicide lv and bleeding from puncture site caused the hemodynamic instability. The hemodynamics became stable and the patient was transferred to ICU. Per the notification email from the post-marketing surveillance reporting system (japan pms, tavi registry), there was ventricular fibrillation during the procedure and required the defibrillation. A vasopressor was also given, the blood pressure became stable.

Event description:
As reported from our japanese affiliates, during the transaortic tavr procedure for a 26mm sapien 3 valve, hemorrhagic shock was observed. The distance between the puncture point to the annulus was 61mm by CT. After the pre-dilation, the delivery system was inserted. After the valve was implanted, hypotension was observed. There were no annular ruptures or coronary obstructions. The echo revealed that the wall motion was normal and suicide lv was suspected. Fluid transfusion and blood transfusion were started. Percutaneous cardiopulmonary support (pcps) was implemented. The operators reviewed the procedural recordings and was concluded that the sheath was dislodged at the puncture site during the period between pre-dilation and valve implantation. Blood was leaking from the gap between the sheath and punctured site and this bleeding caused the hemorrhagic shock. The lv was small with sigmoid septum. The high risk of suicide lv and bleeding from puncture site caused the hemodynamic instability. The hemodynamics became stable and the patient was transferred to ICU.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium, or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty, and the transcatheter aortic valve replacement (thv) procedure. A procedural or post procedural bleed/ hemorrhage without an obvious source of bleeding is a rare but potentially life-threatening complication of coronary/cardiac interventional procedures and tends to occur more frequently in the presence of more aggressive anticoagulation regimens. Possible sources include puncture of the femoral artery above the inguinal ligament and above the inferior epigastric artery, allowing the resultant bleeding to extend into the retroperitoneal space, or inadvertent trauma or perforation of the annular structure or ventricles during the procedure. This type of bleeding may not be recognized until the post procedural period. Edwards extensively trains physicians before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Due to a limited amount of information received, it is unknown what could have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. For index procedure events: the IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. H3 other text : device not returned.